Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: type of follow up - correction. H6: adverse event problem - correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. A photograph was provided for investigation. The allegation was undetermined via photographic inspection. The probable cause could not be determined. No additional event or patient information is available. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the on (B)(6) 2025. A photograph was provided for investigation. The allegation was undetermined via photographic inspection. The probable cause could not be determined. No additional event or patient information is available. No injury or medical intervention was reported.